Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a "check supply line" message the hp's family member received on the display of the homechoice machine during hp's automated peritoneal dialysis (apd) treatment. Reportedly, hp started therapy by priming the hp's homechoice set, when the homechoice machine's display read "connect yourself", hp did so without confirming that the setup was completely primed. Hp then bypassed the initial drain (hp was dry due to not executing the last fill during the hp's prior apd treatment) and advanced to initial fill. When hp started initial fill, the hp noticed that half of the hp's patient line was full of air which was allegedly being pushed into the hp's peritoneum at that time however, hp still continued the hp's apd treatment. Shortly after completing the hp's first fill, hp experienced chest and shoulder pain. Moments later hp received a "check supply line" message. Hp's family member contacted tsc who assisted the hp's family member in ending treatment early. Hp's family member contacted rn who told the hp's family member that it was impossible for infusion of air to have occurred if hp went through the prime cycle prior to the hp's apd treatment. The excess air has now dissipated. The hp's family member was instructed to confirm completion of prime before advancing.